Event description:
It was reported that in 2001 the patient had an in office excision biopsy for a lesion on patient's abdomen. 14 days later, the patient returned for follow up and the wound appeared erythematous with purulent drainage. The patient was treated with keflex and has not returned to the office. The reporting clinician assumes taht this is indicative of a full recovery.